Manufacturer narrative:
Block b3: exact date unknown, event occurred in july 2024.

Event description:
It was reported that the patients ipg was non-functional. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned per hospital policy.